Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a CABG procedure on unknown date and the suture was used to close the leg wound when saphenous was harvested. After two weeks, infection was observed in incision line and another like device was used to re-suture. Additional information will be requested.